Manufacturer narrative:
An evaluation of the returned lenke curved probe found the instrument had broken approximately 35mm from the distal tip. The 35mm location is the transition point where the 6.35mm diameter shaft tapers down to the distal tip. This location contains the smallest diameter on the instrument and is subject to the most stress during use. Bone probes are designed to locate the proper pathway and length of the screw which is to be implanted. When used as intended the instrument would not come in contact with the amount of force required to fracture and/or deform the tip in this manner. Additionally, the sales rep indicated the surgeon applied downward force while inserting.

Event description:
Tip of probe broken.